Event description:
The pocc reports back to back results of 379 mg/dl on the inform meter compared with 19 mg/dl from the lab. No report of an adverse event. L1 and l2 controls were run and in range. Return requested and replacement was sent.